Event description:
The core micro drill was sent in for evaluation because, it was overheating prior to a procedure. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was identified as the probable cause of the device overheating. Corrosion of the internal components can lead to increased heat production to increased friction between the moving parts.